Event description:
Surgeon was performing a right-sided l5-s1 discectomy. While using the upbiting pituitary in the disk space during the discectomy, a jaw of pituitary broke off. He brought in the image intensifier and was able to identify the piece and remove it without difficulty. He did do a little bit more of a laminotomy to get adequate trajectory into the disk space to remove the piece. No apparent complications. The same week another pituitary rongeur was identified with a crack in it in the same area prior to use. On (B)(6) 2007, there had been an event in which the same type of rongeur tip broke off during a procedure and this was submitted as a voluntary medwatch. The eval from the company noted metal fatigue at the time with no trends identified by company. The pituitary rongeur in which a crack was found prior to use was cat # nl6151 and lot# xwa207. Both are being sent back to the MFR for eval but have not yet been sent, awaiting contact from company.